Manufacturer narrative:
Three devices were returned for analysis. Visual inspection showed the extension sets to be in good condition and damaged to the cassette pressure plate. A functional test was performed and the reported issue was duplicated, however a functional test for the cassettes could not be performed due to the damaged pressure plates. Leakage was present in the air vent of the two devices. It was determined that the most probable cause was due to using solutions that contained high levels of surfactants. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6), corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked medication out of the filter. It was the third time that the filter was leaking. No patient injury reported